Event description:
It was reported that the patient lost therapy due to ipg being inoperable. Reportedly, the patient lost the charger and did not recharge the ipg as instructed due to which the ipg became inoperable. In turn, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced addressing the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. An inoperable implant due to possibly not charging the device was reported to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.